Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pleural adhesion operation and then did pulmonary lobectomy operation, while the device was being used at lung fissure fracture, the first handle was unable to install the reload. The operation was no problem, also changed other people to install, but install fail. The nails were new. Second, after installing the second reload, the jaw could not be closed. One of them was installed and found shaky and unsteady. Later, the unload found front end interface, where arrow loading area, cracked. Replaced new reload to resolve the issue in order to complete the case. There was no patient injury.